Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2015. (B)(4) .

Event description:
It was reported that during a routine system upgrade, the physician noted difficulty in engaging the setscrew on the superior vena cava (svc) port of the implantable cardioverter defibrillator (ICD) and that the pocket was "high calcified." It was also noted that the chronic right ventricular (rv) lead exhibited high and erratic impedances. It was specified that both rv and svc coil readings were "never acceptable ," whether obtained via the device or analyzer. Svc coil readings were understood as the svc coil was not in use. A lead fracture was suspected. The rv lead was capped and a new rv lead was placed. The new rv coil was placed into the new device header and a pin plug placed in the svc port. Rv impedance on the new lead was again high and a fracture was again suspected. The rv pin was re-seated in the port and acceptable impedances were obtained. The replacement rv lead and ICD remain in use. No patient complications have been reported as a result of this event.